Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump dropped and the screen became scratched. Customer stated that they could only see the display if they turned the insulin pump a certain way; however, the insulin pump was functioning as designed. The customer's blood glucose level was 68 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked battery tube threads and cracked reservoir tube lip.